Event description:
It was reported that a pta balloon ruptured below rated burst pressure. No pt injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. The complaint sample was returned for eval. The balloon contained a constricted section approximately 1.8cm from the distal tip of the balloon. The distal cone of the balloon contained torn material in which two sections were detached. The first section moved distally and is located on the black distal tip of the balloon. The second section is attached to the unraveled circumferential fiber and located approximately 27cm away from the balloon. This torn section of the balloon is exposing the loose circumferential and longitudinal fibers. The balloon was returned with one long strand containing several circumferential fibers woven with each other. Under microscopic examination, a small longitudinal rupture was observed, located on the distal cone approximately 1.5cm from the distal tip of the balloon. The length of the rupture was at approximately 3-4mm in length. The complaint is confirmed for a longitudinal balloon rupture as well as fiber unravelling. The condition of the returned sample exhibits evidence that the balloon was used with force during the procedure. It is unk how the longitudinal rupture occurred. The definitive root cause for this complaint is unk. The current IFU (instructions for use) states: warning: do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended.